Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0762 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported to the tga by an unknown hospital that the tubing separated from port mechanism within 48 hours post insertion. This occurred in 2 patients both of whom were non-ambulatory acute patients with well secured dressings. This report addresses the first patient.